Manufacturer narrative:
Five unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No separation occurred. However, one picture confirms the separation failure and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable root cause is the solvent dispenser malfunction. A fixture will be added to help with the insertion. A quality alert was created for personal awareness of the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: we have had 2 our IV primary tubing disconnect during priming and inserting into the pump. Luckily, this was only saline and then today magnesium when they were going to connect to the pump, we typically handle chemotherapy. We have pulled all this product for safety. Additional information received from the customer: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No, this happened after priming the tubing and during placement of the IV tubing into bd alaris pump. No harm to patient. Total number of occurrences? 2. How was treatment completed for customer? New primary tubing was used. Different lot #. Was there a delay of, or change in, the course of treatment due to the event? Slight delay but nothing major.